Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 10 mg/ml concentration at 4.25 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that patient's pump experienced a motor stall without any known cause. Patient went into emergency room sunday and the healthcare professional (hcp) and the rep interrogated pump. It showed that the motor did stall and also recovered. Pump was replaced today to resolve. At the time of this report, the issue had resolved and patient status was alive- no injury. No symptom was reported. No further complications were reported.